Event description:
The customer contact reported that the device did not pass the distal occlusion test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Testing and investigation found that the device mechanism did not pass the pvt distal occlusion test. With the distal pressure limit set at 6.00 psi, the device alarm for occlusion at 9.1, 9.1 and 9.0 psi. (Spec: 6.00 +/- 3.00 psi). With the distal pressure limit set at 10.00 psi, the device alarm for occlusion at 13.3, 13.5 and 13.5 psi (specification is 10.00 +/- 3.00 psi.). The probable cause was due to a distal pressure sensor out of calibration. The distal pressure sensor measures the pressure of the cassette; if the pressure is high the device alarms for occlusion. If the calibration is not correct the device will alarm for occlusion out of specification. The root cause for pressure sensor drift issues were found to be from strain gage protective layer's moisture resistance issues, pressure assembly chassis residual structural stress issues, and relaxation of clamping force from mounting screws for the strain gage and pin stack. If the distal pressure sensor calibration drift occurs, the pump may not sense the buildup of pressure and will not alarm when occlusion thresholds are exceeded. As indicated, this device has been identified as part of a product recall.